Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's lcd display cable assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
The complainant alleged the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.